Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: there is noise on rv lead intermittently and rv impedance has had a couple lower values of 358 ohms and 241 ohms july 26th and august 1st respectively. No adverse patient events were reported. Lead remains implanted. Should additional information be received, this file will be updated.